Event description:
On (B)(6) 2013, a customer called from (B)(6) hospital to report that they had four patients that experienced skin tears on their upper lip when the dale 273 face plate was removed for replacement. The customer wanted to inquire if dale had made any changes to the 270 / 273 device as they have been using the device successfully for several years at their facility. The customer provided us with lot # 12-04-12 for the 270 device and (B)(4) for the enclosed 273 devices, both of which appear to have been used on all four patients.

Manufacturer narrative:
The customer who called was the respiratory manager, and relayed information that she had received as the event took place on the weekend shift at the hospital. Dale answered the initial question of had anything in our product changed recently with the response no, there have been no recent changes to the product. The following questions were asked by dale and answered by the customer: based on the information provided by the customer and the testing on pieces from the same lot of devices, dale medical products, inc. Has concluded that there are no issues with the devices and the cause of the skin issues is most likely patient specific; such as an allergy, medical condition or skin condition.